Manufacturer narrative:
Two samples from the patient were provided for investigation. The investigation also produced negative results when testing the samples with the roche method. When tested with the recomblot and the platelia rubella igg method, the samples were found to be clearly positive. The result from the roche method has been confirmed as false negative. According to product labeling, false negative results may occur.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys rubella igg (rubigg) immunoassay on a cobas 6000 e 601 module (e601). On (B)(6) 2014, a sample from the patient had a rubigg result of 11.88 iu/ml (reactive based on cutoff of 10 iu/ml) using the roche method. In (B)(6) 2016, the patient returned for testing since she was pregnant. A new sample from the patient resulted with a rubigg value of 6.89 iu/ml (non-reactive) when tested on the e601 analyzer on (B)(6) 2016. In (B)(6) 2016, the patient was giving birth at the hospital. A third sample was collected from the patient at this time and tested using the diasorin liaison method, resulting with a positive rubella igg value. The patient was not adversely affected. The e601 analyzer serial number was asked for, but not provided.